Event description:
The MFR received info alleging a ventilator inoperative condition occurred. There was no pt harm or injury reported.

Manufacturer narrative:
The device was evaluated at the MFR's service center, ventilator inoperative codes were found in the ventilator's downloaded event log. The device's blower and the system board were replaced to address the issue. During the eval, a failure of the device's sensor board was observed. The device's sensor board was replaced to address the issue.